Manufacturer narrative:
(B) (4).

Event description:
There were coupling/communication issues. The pocket was too deep and the ins appeared to be floating around in the pocket possibly due to increased fluid. The pocket was revised (B) (6) 2010; it was made more superficial. There were no further problems.